Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. The device history log was reviewed and the problem was identified to be a reload set 201. A visual and functional test was performed and the device's manifold o-rings did not meet the required specifications related to the reported problems. These problems have been resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device had an unspecified error during an unspecified step of peritoneal dialysis (pd) therapy. It is unknown if the patient was connected. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.